Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not form properly. It scissored. No patient consequence. Case completed with another device of the same product code.